Event description:
A 79-year-old female patient treated with impella cp due to acute myocardial infarction complicated by cardiogenic shock with a very low ejection fraction of 10 %. Cardiac pulmonary resuscitation necessary and known coronary artery disease. Access for impella cp via the right femoral artery with usage of micropuncture set and ultrasound to optimize access. There was a limb ischemia detected in the right leg one day after support was initiated. Due to the poor prognosis, the decision was made to withdraw care and the patient expired. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.